Event description:
Device failed to shock a fast heart rate (253 bpm for 53 seconds duration with no shock occurring). Device electrically discharged when consumer was near a check-out scanner at a local merchant on two separate occasions and once at the residence when using a foot massager. Consumer states short of breath, increased heart rate and general malaise with a duration of 24 hours and then subsides. Injury as reported -internal shock made consumer fall to ground at store.